Event description:
It was reported that at a routine generator change, the ventricular lead had switched from bipolar to unipolar due to low impedance. The lead was programmed unipolar. It was further reported that the next day interrogation showed low impedance paces and a lead monitor warning was triggered. An attempt was made to explant the lead but the physician could not get venous access. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.